Event description:
It was reported that surgeon commented that femur block did not fit. He did not trust blocks. Used traditional instruments. Upset about the short time between plan approval and surgery date as well.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.